Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect ci for gen.2 result from one patient sample tested on the cobas pro ise analytical unit. The questionable result was not reported to the patient or medical personnel. The reporter questioned the cl result as it did not decrease along with the na result prompting another rerun of the patient sample. The initial cl result was 65.9 mmol/l. The first repeat result was 97.8 mmol/l. The second repeat result was 96.0 mmol/l.

Manufacturer narrative:
The cl electrode lot number is p0262. The investigation reviewed the analyzer data provided by the customer and the data indicated that the system was performing satisfactorily. The field application specialist (fas) inspected the analyzer's ion-selective electrode (ise) block and noted that the ise internal standard (is) nozzle was dirty. The investigation did not identify a product problem. The cause of the event could not be determined.